Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (segments missing) issue. Reportedly part of the text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a blank display screen with auditory and vibratory features. The remaining testing was not conducted due to the blank display. The evaluation was unable to investigate the alleged segments missing issue and no conclusion can be drawn regarding the complaint. A clear and legible display was restored when the pump screen was replaced with a test screen. Investigation determined that the blank display was the result of a bad display connector wire.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).